Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with possible premature battery depletion on their pacemaker. It was noted that the pacemaker's battery voltage had dropped by an abnormal amount since last checked on 16 apr 2021. No intervention was reported. There were no patient consequences.